Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, the balloon ruptured. The pci treated the de novo and severely calcified target lesion. The 3.5x30mm maverick2 monorail balloon was being used to pre dilate the target lesion. Upon the first inflation, the balloon was inflated to 18 atmospheres (atm's) for 10 seconds, which exceed the rated burst pressure. It was noted that the pressure was increased because the balloon did not fully inflate due to the calcification. The balloon ruptured upon the first inflation and was successfully removed without fragmentation. The procedure was completed with a non bsc balloon. The patient's condition was listed as "stable".

Manufacturer narrative:
(B) (4).